Manufacturer narrative:
A field service engineer (fse) called the customer site to address the reported event. The aia-200 instrument is functioning as expected. The fse was able to confirm the reported issue by reviewing the ipth results. The customer had no issues with other assays. The customer recalibrated, but this did not bring the results within range. The customer ordered a new box of ipth. The customer recalibrated with the new box and the ipth controls were within range. The aia-200 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 14jan2019 through aware date 14feb2020. There were no other similar complaints identified during the review period. The st aia-pack intact parathyroid hormone (ipth) analyte application manual states the following: evaluation of results: quality control - in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurable without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). The exact linearity of the st aia-pack intact pth depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 2,200 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of goat polyclonal antibodies for diagnosis or therapy may contain human anti-goat antibodies. Such specimens may show falsely elevated values when tested for intact parathyroid hormone. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The probable cause of the reported event was due to an unknown issue with the ipth reagents. .

Event description:
A customer reported that the ipth (intact parathyroid hormone) control level 1 was running high on the aia-360 instrument. Tech support (ts) had the customer perform a decontamination of the substrate line. The customer then ran controls however the issue persisted. After the customer recalibrated the controls were even higher, level 1 73.6pg/ml, and level 2 1011pg/ml. The level 2 control is out of range as well. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Additional information: a 13-month complaint history review for similar complaints was performed for the involved ipth lot (B)(6) from (B)(6) 2019 to aware date of (B)(6) 2020. No other similar complaints were identified during the search period.

Manufacturer narrative:
A field service engineer (fse) called the customer site to address the reported event. The aia-360 instrument is functioning as expected. The fse was able to confirm the reported issue by reviewing the ipth results. The customer had no issues with other assays. The customer recalibrated, but this did not bring the results within range. The customer ordered a new box of ipth. The customer recalibrated with the new box and the ipth controls were within range. The aia-360 instrument is functioning as expected.